Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument's insulation was faulty. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument and completed the device evaluation. The instrument was analyzed and found to have light scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.04¿ to 0.08" in length. No material was missing.

Event description:
Refer to h10/h11 for follow-up information.